Event description:
It was reported that during a stent graft deployment, the stent graft moved unexpectedly upon deployment. An additional stent graft was deployed to cover the remaining portion of the lesion. There is no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample was returned for evaluation. The tuohy borst valve was tight, and the two-way stop cock was open. The gray outer sheath was torn off approximately 56mm from the distal end of the handle at the catheter reinforcement area. The catheter was kinked approximately 62mm from the distal tip of the returned device. The stent graft was found to be released and was not included with the returned sample. Functional testing could not be performed, as the delivery system was returned in a deployed configuration. The investigation is confirmed for an outer shaft break, as the outer sheath was torn off at the catheter reinforcement area. The investigation is inconclusive for unintended movement, as the device was returned with the device in the deployed configuration and stent graft was not returned.